Manufacturer narrative:
Manufacturer evaluation could not confirm device overheating as the handpiece performed within specification during testing.

Event description:
The cordless driver handpiece was returned to stryker instruments for evaluation due to allegedly overheating during a case. There was no patient involvement or adverse consequences associated with the event.